Event description:
A peritoneal dialysis pt has reported that upon a visit to the clinic last week for a check up, she was told that she has peritonitis and antibiotics were prescribed. Pt had no fluid leak. Nurse stated that pt came to clinic for a check up on (B)(6) 2014 and was diagnosed with peritonitis. Her effluent was cloudy. Pt was put on antibiotics for about 1 week. The pt's pdrn reported that the pt was performing her exchanges in an aseptically by performing treatment out on the screen porch in the open air. Cycler has not been returned to the MFR.

Manufacturer narrative:
Medical records have been rec'd by the MFR and are currently under review. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.